Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing adverse skin irritation while wearing an adc freestyle libre sensor. The customer experienced symptoms described as ¿red and itching skin¿ under the sensor insertion site on ¿both arm¿. The customer had contact with a doctor who believed the symptoms might be a fungus and prescribed miconazole nitrate (antifungal) cream as treatment. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.